Manufacturer narrative:
Upon further review of the information provided by the affiliate, it was determined that the stent was too short to treat the lesion and it was removed from the patient without being deployed. Another stent was used instead to finish the procedure. Therefore, there is no complaint of ¿incorrect measurement" for this device. The reported event no longer meets the criteria of a malfunction that requires reporting per FDA requirements. No further reports will be forthcoming regarding this event. The correct measurement of the stent is 6x30 mm, as opposed to 6x3 as originally reported by the affiliate.

Event description:
It was reported that during the index procedure, the 6x3 precise pro rx stent was too short to deploy at the target lesion. Another precise stent was used to successfully complete the procedure. No patient injury was reported and the product will be returned for analysis. Carotid artery stenting (cas) was performed on a heavily calcified lesion 30 mm in length with over 70% stenosis located in the internal carotid artery (ica). After ballooning with a 5x3 aviator, the precise pro rx stent was fully deployed at the target lesion but was too short according to the affiliate. Another precise stent was implanted. The physician used a 7x3 aviator balloon for post-dilatation after stent implantation and finished the carotid procedure. The product was stored, handled, and prepped according to the IFU. No difficulty/resistance was noted while crossing the lesion with the stent. The user maintained a fixed inner shaft position during deployment. No unusual force was applied during deployment of the stent. It was stated that the ¿physician did not recognize at that time but we found that there was high probability in case of this complaint while we talk about f/u of this case.¿

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.